Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that she had large ketones. She experienced a high blood glucose level from a blocked bolus. The bolus stopped halfway through the delivery and said delivery stopped. They changed the infusion set and started over but it happened again. They received a bolus stopped alarm and they were able to clear it. The customer received the alarm twice. Customer's blood glucose level was 387 mg/dl. The customer treated her blood glucose level with a manual correction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was monitored and several boluses were programmed and delivered; no unexpected bolus stopped or excessive no delivery alarms noted. However, the insulin was pump received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.